Event description:
Styleted premi-PICC 30 cm inserted into patient. After PICC line placed, stylet removed. With removal of stylet, the stylet snapped/became disconnected from where the wire connects to the plastic hub. Stylet removed with hemostat. Stylet measured after it was removed. Length consistent with length of catheter. Package label and the guidewire were saved, but unfortunately did not save the piece the guidewire broke away from.